Event description:
Reporter states that he recently read about the electric handpiece causing burns in the ada professional magazine. After a dental procedure with the handpiece, there was a small white patch detected on a patient's mouth. A few days later at follow-up, the same lesion was the size of a quarter and appeared to look like a 'pizza with cheese' on it. The lesion eventually worsened to the point that the underlying arteries became exposed. She was referred initially to an oral surgeon who couldn't figure out what had happened. A follow up call to the patient's home elicited information from her spouse that she'd been to a plastic surgeon, who'd treated her condition with sutures. Patient was lost to follow-up since during this time her husband had undergone a quadruple bypass. It is assumed that following her treatment by the plastic surgeon, the patient recovered without sequela.